Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.